Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a surgical lead on (B)(6) 2006. It was reported that she without stimulation. A diagnostic test revealed invalid impedance readings for all lead contacts. X-rays were taken; however, no visible anomalies were observed. The pt's lead was replaced on (B)(6) 2011 and effective stimulation was recaptured.